Manufacturer narrative:
The reported event that the tip of the device was bent was confirmed through the device inspection. Based on a review of the device IFU any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the tip of the device bent during a surgical procedure and was outside of the validated range. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the tip of the device bent during a surgical procedure and was outside of the validated range. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.